Event description:
It was reported an issue with novosyn suture. The client reported that the needle detaches from the thread easily and when they tried to readjust the situation it looked like the thread was not inserted into the needle hole enough. It has only happened since using this lot number. There is no patient data available. No further information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 61 closed samples and an open and unused sample with the needle detached from the thread (thread is still wound on the pack) to analyze this complaint. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.19 kgf in average and 0.55 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.